Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the distal tip of the cleaning brush occurred during brushing of the suction channel and not an event with foreign material due to insufficient reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. Channel cleaning brush was not inserted well due to blockage of channel tube. The foreign material was the brush tip, and it was removed. There was crease on the screen due to damage of charge coupled device (ccd) unit. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The field service engineer on behalf of the customer reported, the gastrointestinal videoscope exhibited blockage of the suction channel due to presence of foreign material. The issue was found during preparation for use for a diagnostic procedure. There was no delay in the procedure and the patient was not under sedation. The procedure was completed with a similar device. There were no reports of patient harm associated with the event.